Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The alarm was resolved with a complete set change. A reservoir occlusion could not be ruled out as the cause, since troubleshooting could not be performed, due to the alarm being a past occurrence. The customer's blood glucose was not known. Nothing further reported.